Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro mission drug-eluting stent system was selected for treatment of the proximal lad. At the time of stent placement, there were no problems during the perioperative period or postoperatively, and three antithrombotic drugs were used. Aspirin was discontinued one week after placement. The patient had no subjective symptoms at an outpatient visit one month later, but an electrocardiogram showed negative t waves in the precordial leads, and an echocardiogram showed no contractions in the left ventricular apex. Coronary angiography was performed on the same day, the stent implantation site was completely occluded. Observation by ivus showed a thrombotic occlusion. The procedure was completed with thrombus aspiration and dilatation using a drug-coated balloon.

Manufacturer narrative:
Combination product: yes. The affected product was not returned to biotronik and could therefore not be subjected to a technical investigation. Images of the case such as angiographies could not be obtained. Review of the production documentation confirmed that the device in question was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the reviewed documentation no device deficiency or manufacturing-related root cause could be identified. According to the provided documentation, aspirin was discontinued about one week after stent implantation. In addition, the physician considered the possibility that the patient has a cyp2c19 gene polymorphism.